Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had leak in past 2nd o-ring of the insulin pump when filling the reservoir. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting for leak. The reservoir will be returned for analysis.